Event description:
The hospital reported reported that during preparation for a coronary artery bypass procedure, coronary artery bypass procedure, the surgeon pushed the tabs on the heartstring iii and one side of the seal did not roll in. She released the tabs and tried again and it would not roll into a taco shape. The device was given to the circulator and was never used on the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded int he lot history. (B)(4).